Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The patient presented to the emergency room feeling light- headed and fatigued. The right atrial lead exhibited high capture thresholds and low p-wave amplitude measurements. A chest x-ray revealed that the lead was dislodged due to twiddler's syndrome. The lead was explanted and replaced.